Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements. Since all other measurements were within normal limits and analysis of the system did not reveal any other issues, it was decided to keep the system as it is and continue monitoring the patient. This device remains in service. No adverse patient effects were reported.